Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre use check the cs300 intra-aortic balloon pump (iabp) unit does not recognize the balloon. There was no patient involvement.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h11. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse could not replicate the issue. The fse found autofill failure 160 in the logs. The unit passed all safety and functional tests and was returned to the customer for clinical use.